Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A disk analysis will be sent to clear for implant. Additional information received which indicated that this device populated an error code before implant. Field representative was still working with boston scientific technical services (ts) on getting the device cleared and the error code no longer appeared upon interrogation. This device was not in service. No patient involvement.